Event description:
Related manufacturer report number 2017865-2023-13569. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. During another follow up, noise resulting in oversensing and decrease in defibrillation impedance were noted on the rv lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.